Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. It was reported that the patient faced issue with infusion set's adhesive on 17-jun-2024. The infusion set fell off after being in use for few hours. No further information available.